Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('general abnormal bleed') and systemic lupus erythematosus ('autoimmune diagnosed lupus') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no." On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, dyspareunia, menorrhagia, vaginal haemorrhage, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, dyspareunia, genital haemorrhage, menorrhagia, myalgia, pelvic pain, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, and autoimmune (disorder). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received events "abnormal bleeding (vaginal), joint pain, muscle pain" were added. Severity of events was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('general abnormal bleed') and systemic lupus erythematosus ('autoimmune diagnosed lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("injury to herself") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, and autoimmune (disorder). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet document received: patient demographics updated, case became significant, invalid to valid, essure start/stop dates added; event injury to herself replaced with pain (pelvic pain), genital bleeding, lupus, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), and essure confirmation test(s) not conducted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.